Manufacturer narrative:
(B)(4); foreign source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that unknown flakes of foreign material were found inside the sterile packaging of an articular surface. Surgical procedure was delayed by two minutes. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product confirmed the presence of two small white debris in the inner sterile cavity which had been opened during surgery as evidenced by the blood stains on the sealing flange of the cavity. The sealing flange also exhibited homogeneous glue remains. The two white particles were measured with tappi chart 25-2007-187-00-ey and did not exceed the quantity and 0.60 sq. Mm size acceptable per zwi 43.098.7 acceptance criteria [a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable]. As the packaging was determined to be acceptable per zwi 43.098.7 acceptance criteria [a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable], a review of the device history records and a complaint history review were not required per (B)(4) rev.11 but were completed. No recall and no other complaints were associated with the reported part/lot combination. Review of the packaging determined that no failure was found as the product is within specifications. No further investigation or action is required after review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.